Event description:
During a left pylo plasty the drain was implanted in 1999. In 1999, as the drain was being removed, it broke at the connector to the tubing. An additional surgery was performed on 07/19/99 for removal of the broken portion.